Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from foreign healthcare provider via a company representative. The nurse indicated they had no further information regarding the event, and that the patient had not been in touch again regarding this issue since.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown software version: unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the myptm was loading up slowly and getting stuck on 99% loading. Factors that may have led or contributed to the issue were indicated as not applicable. The patient was to clear data on myptm to see if this improves this issue, and if not, the nurse was advised to call the manufacturer¿s technical services. The myptm was still in use and would not be returned. It was unknown if the issue was resolved as of (B)(6) 2026. The patient was without injury regarding their status as of (B)(6) 2026. The patient's medical history, gender, and age at the time of the event were unknown or would not be made available.